Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the device evaluation and the complaint investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that on september 12, 2025, during reprocessing, the colonovideoscope tested positive for 20 colony forming units (cfus) of coagulase negative staphylococci, kocuria rhizophila, and cytobacillus sp. The device was retested on september 26, 2025, and it tested positive for cfus of rossellomorea sp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.